Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming. Customer reported that as a result, display screen was blank and was not resolved with troubleshooting. Customer's blood glucose was 103 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly and blank display noted. However, the insulin pump was received with moisture damage on the electronics assembly. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.